Event description:
It was reported that the device was used during a laparoscopic colorectal procedure. The surgeon was using the device to do the colon-rectal anastomosis. No crunch feedback was heard when plastic to plastic. The device could not be removed. Another surgeon tried to remove the device, but still failed. The surgeon had to revolve the device clockwise and fired again. However, the staples were malformed after firing and the leak test failed. The case was converted to an open procedure. Another device was used to complete the procedure. The patient is doing fine now. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): when the device was fired, what was the location of the indicator within the gap setting scale? Behind ¼ of the green zone. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Across. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? No crunch heard when the 1st attempt to fire. When the 2nd attempt to fire, the crunch feedback heard. What was the condition of the patient's tissue in which the device was fired across? The quality of the tissue was regular. What was the patient's pre-op diagnosis? Rectal cancer. Has the patient undergone chemotherapy or radiation? No. Were any unexpected noises heard? If so, when? No. But when the 1st attempt to fire, no crunch feedback. Were any of the forces higher or lower than expected (closing, firing, or opening)? Like normal. After use, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes. How many counter-clockwise revolutions were used to open the device? 2 counter-clockwise revolutions. What were the indications for surgery? What was found? Staple were malformed after firing and fail to pass leak test. Did a hcp other than the primary surgeon fire the instrument? If so, whom? Primary surgeon. Was there a recent conversion to ees devices in this account or with this surgeon? No. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Based on the event description and additional notes, always inspect the anastomotic staple line for hemostasis and check the completed anastomosis for integrity and leakage. Metal clips, staples, or sutures contained in the area to be stapled may affect the integrity of the anastomosis. In addition, ensure that the firing handle is fully squeezed to ensure proper staple formation and cutting of tissue. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. It is the field quality engineers opinion that the staple forms observed were the result of an incomplete firing stroke.